Event description:
It was reported "when drawing back blood return through the brown lumen clinician was pulling air." The line was clamped. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one sheath for analysis. Definite evidence of use was observed. Visual analysis of the sheath revealed that the extrusion contained one slight kink/bend directly adjacent to the juncture hub. It was determined that this bend would not contribute to the customer report. No other obvious defects or anomalies were observed on the returned device. The catheter was functionally tested per the instructions for use (IFU) provided with this kit which instructs the user, "flush and connect distal side port to appropriate line as necessary. Confirm and monitor proximal port by aspirating until free flow of venous blood is observed". With the tip of the catheter extrusion occluded, the extension lines were pressurized using a lab inventory syringe, and no leaks were identified. The hemostasis valve and mac device were then leak tested. Low pressure leak resistance test states, "there shall be no leakage past the hemostasis valve when using a pressure of 38-42 kpa." The mac was attached to the lab leak tester with the distal end of the sheath occluded, the sheath was pressurized to 42 kpa for 30 seconds. No leaks were observed. High pressure leak resistance test states, "when tested using a test pressure of 300-320kpa, there shall be no leakage sufficient for form a falling drop." The extension lines were separately attached to the lab leak tester with the distal end of the sheath occluded and pressurized to 300kpa for 30sec. No leaking or inter lumen crossover was detected from any portion of the mac, which indicates that the sheath assembly is intact. Liquid leakage - hemostasis valve with catheter advanced the parameters from the low-pressure leak resistance test were repeated with a lab inventory 9 fr swan-ganz catheter inserted into the sheath. The sheath was pressurized to 38-42 kpa for 30 sec and no leaks were observed from any portion of the device. The returned device passed all three functional leak tests performed: therefore, the customer reported issue could not be reproduced during lab testing. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. The IFU provided with this kit informs the user "flush and connect distal side port to appropriate line as necessary. Confirm and monitor proximal port by aspirating until free flow of venous blood is observed. Connect all extension lines to appropriate luer-lock line(s) as required.". The customer report of a leaking extension line could not be confirmed through the investigation of the returned sample. The sheath passed all relevant functional leak testing performed and a device history record review performed on a potential lot revealed no relevant findings. Based on the customer report and the sample received; no problem was identified with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when drawing back blood return through the brown lumen clinician was pulling air." The line was clamped. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".